Manufacturer narrative:
UDI #: unknown because serial number is not available. Pt age at time of event or date of birth: unknown. Sex/gender: unknown. Catalog #, serial #, and expiration date: unknown. Implant date: unknown. Explant date: not applicable; lens remains implanted at the time of submitting the MDR. Initial reporter phone no. (B)(6). (B)(4). Device manufacture date: unknown. PMA 510(k): not applicable: this report is being filed on an international product, intraocular lens (iol) model number zcb00v that has a similar product distributed in the united states, iol model no. Zcb00, which falls under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient underwent implantation of the intraocular lens three months ago. The patient experienced a distorted vision on the bitemporal visual field. The surgeon stated that the visual acuity of the patient is 0.8d(20/25) by the naked eye. The surgeon has a plan for removal and replacement in the case of no improvement of the distorted vision. No patient injury reported.

Manufacturer narrative:
Additional information received from the doctor indicated there is no complaint for visual acuity from the patient now. The symptom is getting better. It was also noted that the patient has a light dementia. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Visual inspection was not performed as the lens remains implanted in the patient's eye. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. The lens was released according to specification. There is no associated deviation or non-conformity report found in the manufacturing record review (mrr) related to the complaint. The measuring intraocular quality (miq) optical measurement performed at final inspection was reviewed. The measurement for diopter was reviewed and found within specifications. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Additional information about the lens was provided. Catalog #: zcb00v0235. Expiration date: 03/16/2020. Serial number: (B)(4). Device manufacture date: 03/16/2015. All pertinent information available to abbott medical optics have been submitted.